Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) burst when it was inflated after entering an unknown sheath for a femoral case. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was covering the balloon. The catheter was inspected for anomalies. No anomalies were observed. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 4 mm from the balloon proximal neck. A product history record (phr) review of lot f1802302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (although not provided) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon, and there were no anomalies noted to the procedural sheath received. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The balloon of a 6f/7f mynx grip vascular closure device (vcd) burst when it was inflated after entering an unknown sheath for a femoral case. There was no reported patient injury. The device is expected to be returned for evaluation.